Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results: two (2) samples were returned, and each was used to draw 5 vacutainer tubes with horse blood from an elevated reservoir to simulate venous pressure. All 10 tubes drew satisfactorily, with the np sleeves recovering their needles between tubes, and no blood leakage into the holders. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5140034. Conclusion: function testing of returned needles did not confirm the reported defect.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked from the rubber sleeve at the back end of the needle. No injury or medical intervention reported.